Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. The unit is beyond integra's 7 years recommended life cycle (manufactured in 2004). The reported complaint was confirmed from the visual evaluation of the returned product. The shock cushion and 1/4in pin are worn. The unit received without the 6in transitional member, adjustment wrench and button head screw. The shock cushion has moved forward in handle and is impeding the handle from closing and holding properly. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report numbers: 3004608878-2020-00627, 3004608878-2020-00628.

Event description:
This is 1 of 3 reports. It was reported that the cam lock was loose and not working well. There was no known patient injury or delay in surgery.